Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) contacted the customer who stated that the drawer would not open and instructed the user to log out completely. After signing back in, the user was able to successfully issue medication. The system functioned as intended after technical support specialist assisted the customer to resolve the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication because the drawer would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.